Event description:
It was reported that four anchors broke on insertion during surgery. The tip of the anchors were not retrieved and the surgery was delayed over 30 minutes. No adverse consequences have been reported with the patient as a result of this event. No further patient information is available from the customer. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.